Event description:
In 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was reading inaccurately. On the same day, at around 8:00 am , the pt tested his blood glucose and got a meter result of "86 mg/dl" that he now feels was inaccurate. At that time, the pt was feeling dizzy, but he believed the symptom was just a result "from getting up too fast." About a half hour to an hour later, the pt claims he fell and had a "grand mal seizure." The pt explained that he usually has seizures when his blood glucose is in the "20's" mg/dl. After the seizure stopped, the pt tested his blood glucose and got a blood glucose result of "32 mg/dl. The pt administered self-care by consuming "sugar water." After treating himself, the pt felt as though his blood glucose had gone up because he started to regain "his senses." Around 12:00 pm, the pt visited his doctor since he felt that he had broken his knee from falling during the seizure. The doctor's office tested the pt's blood glucose using their own one touch ultrasmart meter and got "28 mg/dl." At that point, the pt was vomiting. He could not hold any food down. The pt was given oral glucose via tube. One hour later, the pt tested his blood glucose again on his own meter again and got a meter result of "50 mg/dl." It would have been helpful to know the following info: the pt's medication regimen, what medications and food/beverages he consumed prior to the event, when the dizziness started, and at what blood glucose level he usually starts to develop symptoms of hypoglycemia. In addition, it would have been helpful to know the time difference between the results of "86 and 32 mg/dl," if he was hospitalized, and what blood glucose result he got before getting the reading of "86 mg/dl." The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were placed. This complaint is being reported due to the following conclusion: the pt claimed he had a seizure related to being hypoglycemic after he obtained a result of "86 mg/dl." He further claimed that while obtaining the result of 86 mg/dl, he was symptomatic, but ignored the symptoms because of the meter result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.